Event description:
It was reported the trunk stock battery showed it had 20% capacity after being tested. It was unknown why the battery was depleted to the low level. The device was not implanted. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the returned to neurostimulator model 3058 serial # (B)(4), determined that the cause of the failure was due to an unstable vss regulated supply voltage. Though it was initially reported that 20% of the battery capacity had been used, when interrogated during analysis it was found that the battery had depleted further, noted as 27-48% used. The device was returned to the analysis lab intact and still in its original packaging. Additional examination confirmed that the device was off, and that it had never been used. When telemetry was attempted 3 weeks later, the device was found to be non-functional. Further analysis determined the cause of the rapid battery depletion was due to a resistive electrical short in the hybrid¿s vss regulated supply (pad) to the vdd (plus) pad that appeared to worsen with time (during the analysis). Damage suffered by the u1 l141 system integrated circuit (ic) during removal from the hybrid prevented further analysis. The source of the resistive short was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: wrench, serial# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).